Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported that it isn't possible to assemble the trial head from the inlay.

Manufacturer narrative:
An event regarding assembly issues leading to fracture involving a partnership trial head was reported. The event was confirmed. Method & results: device evaluation and results: the trial head was returned still attached to the liner. Review with the material analysis engineer stated that "device fractured due to an overload condition as indicated by the hackles observed on the fracture surface." Medical records received and evaluation: not performed as it is not believed that patient factors contributed to the reported event. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the reported event states that the surgeon was unable to assemble the liner and the trial head. Visual inspection noted the liner was returned with the trial head still attached. The trial head was returned fractured. Review with the material analysis engineer stated that "device fractured due to an overload condition as indicated by the hackles observed on the fracture surface." The damages would allude that the surgeon was not using the removal key to disassemble the device. Review of the surgical protocol, lsp44 version 3, includes specific instructions on how to successfully assemble and disassemble the trial head from the liner. No further investigation is possible at this time.

Event description:
It is reported that it isn't possible to assemble the trial head from the inlay.